Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter became stuck in the vessel and broke. The target lesion was located in the highly calcified iliac artery. A 14 rubicon catheter was used and loaded on an unspecified amplatz guidewire. During the procedure, the device became stuck within the vessel. The physician pulled so hard, attempting to remove the device from being stuck, and the device stretched and then broke into two pieces. The wire and the device were then removed from the patient and the rubicon was still advanced over the wire in two pieces. No portion of the rubicon exited from the distal end of the guide wire and embolized into the patients vessel, and nothing was left inside of the patient. The two devices were not stuck together; they were easily separated after the procedure. The procedure was discontinued due to this event and the calcification of the lesion. There were no further patient complications reported and the patient's status was fine.